Event description:
It was reported that a patient experienced adverse effects following surgery where a screw using the excelsius gps system was misplaced intra-operatively causing a left medial breach.

Manufacturer narrative:
Investigation revealed there was no system malfunction. Review of the preoperative merge revealed that the ap and lateral images of t7, t8 and t9 contained shifts. Preoperative merges containing shifts can cause navigation integrity issues and can lead to the misplacement of screws. The user must verify the merge before proceeding. Additionally, the user acknowledges that they will perform an anatomical landmark check to ensure navigational integrity before proceeding with navigation. Furthermore, during screw placement the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user. The cause of the reported issue was traced to user technique.